Event description:
It was reported via repair work order that the unit would not lock into fastener due to a broken/damaged retaining post screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.